Event description:
It was reported that the lead was explanted due to hv lead impedance. The lead was inspected and no fracture was observed, however, the physician felt that the hv voltage coil to have been compromised.